Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 235 mg/dl back to back with a result of 96 mg/dl when the tests were performed within 1 minute of each other on the aviva system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.